Event description:
¿No additional information regarding the patient and/or event has been received since the previous medwatch report was sent¿.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi). 400 daniels way. Bloomington, in 47404. Registration no.: 3005580113. Summary of investigational findings: patient presented with lle swelling approx. 12 days after filter placement. Treated with anticoagulation and discharged after 4 days. No imaging was provided and no product was returned. Therefore, based on information provided it would be inappropriate to speculate at what may or may not have caused the reported leg swelling approx. Twelve days after filter placement. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. No evidence to suggest that the tulip filter was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook gunther tulip filter g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: patient was consented in preserve and had the günther-tulip¿ vena cava filter system successfully placed on (B)(6) 2016. On (B)(6) 2016 patient admitted to hospital due to lle swelling. She was at rehab clinic and transferred for heparin gtt per her vascular surgeon, diagnosed with acute dvt, and discharged on (B)(6) 2016. This event was considered possibly related to the device. Patient outcome: resolved without sequelae, date of resolution: (B)(6) 2016.